Event description:
Patient's father, (B)(6), reported that the patient died on (B)(6)2010. He said that the patient was wearing the pump at the time of his death, and that there were no alarms on the pump screen at that time. Father mentioned that the patient had multiple medical issues but did not elaborate. The certificate of death cities myocardial infarction as the cause of death on (B)(6)2010; no autopsy was performed.

Manufacturer narrative:
Patient's medical history on file with animas includes hypertension, hyperlipidemia, anemia, and coronary artery disease. Attempts to obtain information about the patient's diabetes control from his endocrinologist and primary care physician have been unsuccessful at this time. Father, (B)(6), was unable to provide pump settings and history; he remains unwilling to return the pump for investigation. For that reason, the pump has not been returned to animas. If the device is returned or additional information is obtained, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be made at this time.